Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during a lead implant procedure, the stylet was stuck in the lead. The stylet was unable to be pulled out once inserted into the lead. Lead was removed and a new was implanted. Patient was stable post procedure.